Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s ac power connection. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device's power supply cord needs to be replaced to address the issue. The device was returned unrepaired to the customer.